Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
A chemoclave® vented bag spike that reportedly could not drip an unspecified chemotherapy, and the pump set drip chamber ran empty during use on a patient. An unspecified concomitant product was involved. It was stated that they did not identify any physical defects on the product. They renewed the drug bag and the ch-14 device, and therapy resumed without any further issues. There was no bleed back, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Investigation summary. One (1) used. List #ch-14, chemoclave® vented bag spike was returned for evaluation. As received, a stickdown was observed. No other damage or anomalies were observed. No mating device was returned for evaluation. The sample was primed and flow with no restriction was noted, the clave was dissembled, and no damage or anomalies were confirmed. Complaint of leakage cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.